Manufacturer narrative:
An elective replacement procedure was reported to abbott. The patient wanted access to newer technology. No explanted devices were returned for disposal/evaluation.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg was explanted and replaced with another manufacturers device on an unknown date for an unknown reason.

Event description:
It was reported during follow up the patient ipg was explanted due to patient preference of another manufactures system.